Manufacturer narrative:
The technician found that the valve guide tube was not functioning. The technician replaced the head up valve guide to repair the bed.

Event description:
Info received indicates the head was not going up.